Event description:
It was reported that the right atrial automatic threshold (raat) test of this implantable pacemaker was suspended due to low evoke response and high pacing thresholds on the right ventricular channel. The system was evaluated and it was found that both right atrial and right ventricular leads exhibited loss of capture. A system revision was performed and it was determined that the right atrial lead experienced dislodgement. It was decided to explant and replace the lead. This device remains in service. No further adverse patient effects were reported.